Event description:
In this case, it was reported that the valve was explanted after an implant duration of approximately 4 years, 2 months due to mitral stenosis. Per the op report, the patient had a failing bioprosthesis in the mitral position requiring redo-mitral valve replacement. During explantation, the old valve was noted to be sclerotic. Removal was difficult because of its poor exposure due to the patient's enlarged ventricle. Eventually, the device was replaced with another bioprosthetic valve. At the end of the procedure, the mitral valve had no perivalvular leaks. Ef of 25% to 30%. Patient left the or in good condition.

Manufacturer narrative:
There are several potential causes for prosthetic valve stenosis (e.g. Calcification, pannus growth). Unfortunately, the valve was not returned to edwards for analysis; therefore, the root cause of this event could not be confirmed. The op report documents the valve being sclerotic; however, no specific findings on the valve were noted. There is insufficient information to conclusively determine the root cause for the reported stenosis. No further actions are possible with the available information.